Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30518099m number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a premature ventricular contraction (pvc) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a heart block requiring surgical intervention. The posterior septum of the left ventricle was the earliest site of excitation, and when ablation was conducted to the same site, disappearance of the pvc was confirmed. After that, when additional ablation was performed several times, atrioventricular block (avb) was created with the last ablation. A temporary pacemaker was placed, and the patient left from the room. There was no defect of the smart touch sf catheter. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: procedure. With avb remaining, a temporary pacemaker was placed. A thermocool® smarttouch® sf catheter was used. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.